Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
It was reported that the patient was hospitalized while wearing the infusion set. The caller alleged that the cannula was bent, which prevented delivery of insulin. The patient experienced elevated blood glucose symptoms of vomiting. The customer was unable to self-treat. The patient's partner called an ambulance. The blood glucose results and treatment provided by the emt's was not provided. The patient was transported to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis. The blood glucose results and treatment provided at the hospital was not provided. The patient was hospitalized for two days and has fully recovered.